Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade unknown and rupture.

Event description:
Patient reported "breast feels different and smaller" and "when patient lies on her side, it burns and is uncomfortable", "lumps in the armpit", "capsular thickening", "fluid collection", "minimal fluid around the implants" and "signs of intracapsular rupture". This record is for the right side. Device remains implanted.